Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and scratched, possibly due to the customer being rough on the pump. The pump screen was no longer functional. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided. The customer reverted to manual injections for insulin therapy.